Event description:
The customer contacted physio-control to report that their device could not be powered on when they wanted to monitor a patient during transport. There was patient use associated with the reported event; however, there was no negative outcome for the patient.

Manufacturer narrative:
Physio-control evaluated the device and initially verified the reported issue. During further evaluation the reported issue could not be reproduced anymore. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the reported issue. The key log that was downloaded from the device, did not show any failures or discrepancies. The dome on the power button was checked and no discrepancies could be observed. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.